Manufacturer narrative:
On november 30, 2018 an immucor service technician examined neo instrument serial number (B)(4) at customer site due to customer complaint that reagent probe syringe was leaking and crystallized and that samples had returned false negative results when pipetted with pipettor #2. Upon further investigation it was identified that syringe and 3 way valve needed to be replaced due to leaking. The technician cleaned area and replaced 3 way valve and 1000ul syringe; pipettor #2 was inspected and found to be contaminated and therefore replaced. Abo qc and 3 cell qc were run and produced qualified results 12 samples were tested for abo and 3 cell screen and provided acceptable results. The instrument was operational and returned to the customer for use the immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported an unexpected negative result from capture-r ready ID run on a neo instrument.